Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin additionally it was reported that the insulin gauge was inaccurate. Blood glucose was not impacted. Reportedly, the customer will use the current pump until replacement arrives.